Event description:
Ventilator went inoperable on patient. The ventilator ceased to function, alarmed and was rebooted. The ventilator then gave a safety-valve-open error message and displayed an error indication with the gui &bdu.